Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced fluid loss, inflation issues due to the cylinder being torn with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced inflation issues and the cylinder was torn.

Event description:
It was reported that the patient experienced fluid loss, inflation issues due to the cylinder being torn with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.